Manufacturer narrative:
9/16/1998-supplemental report sent to FDA. Device evaluation indicated and codes entered in h-3 and h-6. The product was not available for evaluation.

Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the instrument did not fire. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.